Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 23mg/dl which was treated with energy pouch and had plenty sugar then blood glucose went to 58mg/dl which was treated with glasses of milk and customer¿s blood glucose was 68mg/dl at the time of call. Customer stated that they were experiencing low blood glucose for several days. Drive support was normal. Customer reported programming was accurate. Insulin pump will not be returned for analysis.